Manufacturer narrative:
The freedom hospital ac power supply was returned to syncardia for evaluation. Visual inspection of the freedom hospital ac power supply's exterior components revealed a broken ac power cord strain relief and damage to the connector that connects to the freedom power adaptor. The reported issue that the freedom hospital ac power supply connector was damaged was verified. The root cause of the observed and reported damage is unknown; however, damage to connectors is usually because of rough handling, such as being dropped or stepped on. Despite the damage to the connector, the freedom hospital ac power supply passed all electrical functional testing, which included the ability to provide power to a freedom driver for at least one (1) minute. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom hospital ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green connector is cracked.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom hospital ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom hospital ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green connector is cracked.